Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Please note that the manufacturer could not determine which of the following lot numbers corresponded to the smart coil that kinked and which lot numbers corresponded to the other two smart coils that could not be loaded into the microcatheter: lot #: f72476, catalog #: 400smtxsft0203, UDI #: 00814548015279, manufacture date: 10/25/2016, expiration date: 10/24/2021. Lot #: f72472, catalog #: 400smthxsft0102, UDI #: 00814548015613, manufacture date: 10/25/2016, expiration date: 10/24/2021. Lot #: unknown, catalog #: unknown, UDI #: unknown, manufacture date: unknown, expiration date: unknown. The manufacturing records for the known lots above were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-01361, 3005168196-2017-01363. The device is not available for return.

Event description:
The patient was undergoing a coil embolization using penumbra smart coils (smart coils). It was reported that one smart coil was discarded due to a kink and two other smart coils could not be loaded into the microcatheter. There was no report of an adverse effect to the patient.